Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the solex 7 catheter was inserted into the patient's internal jugular vein for an ivtm treatment. At an unspecified time during the treatment, the saline bag was observed empty. The solex 7 was exchanged to continue therapy. No known impact or consequence to the patient. No further information was provided.